Event description:
The plaintiff's attorney alleged that the patient experienced supraventricular arrhythmias and subsequently expired. It was reported that these events occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. The actual date of death and date of event are unknown. Follow-up is in progress to determine the patient's date of death as well as the date of first onset. If additional information is received, a supplemental medwatch report will be submitted.